Event description:
Philips received a complaint by the customer on the v60 indicating that there was low tidal volume. It was reported there was no patient involvement at the time the issue was discovered. The investigation is ongoing.

Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case but no response received from the customer.